Event description:
The customer's parent reported via phone call that they had a keypad anomaly. The customer's parent reported the buttons were unresponsive on the insulin pump. Customer's blood glucose was 99 mg/dl. The customer could not recall any significant events leading to the keypad issues. The parent has replaced the battery, but the keypad anomaly persisted. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded damage keypad traces. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.